Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for this lot number, for these failure modes. The device was returned. The investigation is confirmed for a complete circumferential break at the butt joint and sheath retraction issues based upon the condition in which the sample was returned (i.e. Prolapsed balloon material and flared introducer sheath tip). An attempt was made to retract the balloon from the sheath; however, this was not possible due to the prolapsed balloon material at the distal end. Additionally, the balloon could not be advanced through the sheath due to the break at the butt joint, which inhibited the pushability. Patency of the guidewire lumen was then tested but was unable to pass through the break at the butt joint where the polyimide was twisted. It is possible that the balloon wasn't fully deflated before the user attempted to retract through the sheath. The excess force likely caused the break in the outer catheter. However, the definitive root cause could not be determined based upon the available info. Sections a-d: the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Received a medwatch report #mw5041254 from the user facility.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with relevant history, but not reported. All other required information was previously provided and no further follow up attempts were completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. No further treatment was provided there was no reported patient injury.